Manufacturer narrative:
The customer cleaned the ion selective electrode sipper nozzle and ran an additional wash rack. The customer confirmed that the controls recovered within range. The root cause is consistent with pre-analytical issues caused by improper sample quality. The issue was resolved by actions taken by the customer.

Manufacturer narrative:
The ise sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ise sodium electrode results from the cobas pro ise analytical unit. Sample 1 initial result was 165 mmol/l, and the repeat result was 144 mmol/l. Sample 2 initial result was 157 mmol/l, and the repeat result was 135 mmol/l. Sample 3 initial result was 158 mmol/l, and the repeat result was 144 mmol/l. Sample 4 initial result was 168 mmol/l, and the repeat result was 139 mmol/l. Sample 5 initial result was 158 mmol/l, and the repeat result was 138 mmol/l. Sample 6 initial result was 154 mmol/l, and the repeat result was 143 mmol/l. The initial results were questioned by the doctor.